Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
H2 correction h6 medical device problem code - correction

Manufacturer narrative:
(B)(4).

Event description:
It was reported that" wire/needle/cannula damage or missing" occurred. The wearable was inserted into the arm. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No serious or prolonged patient harm or medical intervention was reported.